Event description:
Edwards received information that this 27 mm pericardial bioprosthetic valve was implanted and that the valve went in with "great difficulty." The patient was separated from cpb. The valve was found to be regurgitant, somewhat stenotic and functioning poorly. A large amount of pannus material had been pulled up into the valve and interfered with the valve function. The valve was explanted and a 29 mm mechanical valve was implanted. The patient was taken to the ICU in stable, but critical condition.

Manufacturer narrative:
(B)(4)0 device not returned the explanted device was not returned to edwards for analysis. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Without return of the device, edwards is unable to confirm the clinical observation.